Event description:
It was reported that on an unknown date at fsl ups houston, tx site during routine incoming inspection of a loaner set, 323.26, 2.7mm universal drill guide, lot 52p1979 was observed broken. There was no known patient or hospital involvement. The product has been quarantined and is available and is being returned. A replacement device has been ordered. No replacement product is required, and no shipping label is required for the product return. All information regarding this event has been reported. This complaint involves one (1) device 2.7mm universal drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Part number: 323.260. Lot number: 56p3294. Manufacturing site: (B)(4). Release to warehouse date: 11 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9 h3, h6: a service and repair evaluation was completed: the customer reported the drill guide observed broken. The repair technician reported missing spring and fail cannulation. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.